Event description:
The patient was undergoing a laparoscopic hysterectomy. The trocars had already been inserted and the surgeon introduced the disposable laparoscopic device. It was noted on the screen that the tip ends were missing. The team was uncertain whether the tip disengaged and was inside the patient or whether the tips were missing when the device was removed from the packaging. An abdominal kub (x-ray of the kidneys, ureters and bladder) was performed which was negative for a foreign body. The garbage bin was thoroughly searched, and the floor was swept with a metal detecting roller. The tips could not be found. There was no injury to the patient.